Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 475 mg/dl. The customer stated that the insulin pump made the sound and battery went low. No further information provided. The insulin pump was not returned for analysis.